Event description:
It was reported that during a diagnostic endobronchial ultrasound with guide sheath (ebus-gs) under sedation, when the guide sheath came out of the scope's distal end, a black foreign material fell into the patient's bronchus. The material was retrieved and identified as the biopsy valve. The procedure was completed with the same device and there was no reported health hazard to the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
E1: complete customer name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the results of the final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device inspection found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. The broken piece was confirmed to have been retrieved. The shape of the broken piece matched the damaged part of the biopsy valve, therefore it was believed that the fallen rubber piece is part of the biopsy valve. The returned device was damaged, so a representative device was used to perform functional testing. As a result, the following was found: even when the guide sheath was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the guide sheath was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by a component failure of the biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the guide sheath was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The black foreign material was retrieved with forceps. There was no unplanned diagnostic imaging performed. Locating of the device and removal of the device was confirmed only on endoscopic image. The patient was under anesthesia at the time. The patient was uninjured from the event.